Manufacturer narrative:
The device was explanted and is expected for return. This report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2020. No adverse patient effects were reported.

Event description:
It was reported during a routine follow-up, the physician had observed that the pulse generator was exhibiting the eri alert message (elective replacement indicator). The device was explanted and replaced. It was also indicated that the patient is not pacer dependent. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.